Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests. Reporter's results were 37 and 55mg/dl. Reporter did not have any symptoms. A control solution test was in range, 114 (89-133). No harm was alleged.